Manufacturer narrative:
10/19/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a total gastrectomy procedure. Reportedly, the instrument did not cut. The surgeon applied cautery to complete the procedure. The hospital has reported no pt injury occurred.